Event description:
A baxter representative reported to customer service a pump with 26 battery discharges. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device was evaluated on-site. The reported condition of a pump that had 26 discharges was confirmed. These discharges below the alarm threshold indicate that the batteries were damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.